Event description:
Boston scientific received information that this pacemaker's estimated longevity was observed to have decreased more quickly than expected during routine follow-ups. Furthermore, the patient had atrial fibrillation and probably was having some fusion putting automatic capture (ac) in retry. Boston scientific technical services (ts) then suggested programming fixed output to minimize retry and optimize longevity. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device battery's longevity had half a year remaining. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.